Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening (recurrent) mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the prolapsed leaflet. The patient effect of recurrent mr appears to be a secondary effect of the slda, and therefore related to patient/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. On (B)(6) 2017, a control echocardiogram was performed and it was found that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr had increased to 2-3. No further treatment has been performed and the patient is currently stable. No additional information was provided.